Manufacturer narrative:
(B)(4). The customer returned one separated 2-lumen 5.5 fr x 55 cm catheter. The distal end of the catheter was not returned. There are two additional separations/slices on the catheter body. Microscopic examination revealed that the distal end of the catheter body appears to have been cut off. The breakage is smooth and the catheter material shows no signs of stretching. Microscopic examinations of the two additional separations/slices revealed that the catheter body appears to have been cut. Striations are visible and consistent with material that has been cut. No signs of stretching were visible. The catheter's body was cut off approximately 4cm from the distal end of the juncture hub. The correct catheter body length from the distal end of the juncture hub is between 22.875 +/- .125cm indicating that at least 18.75cm of the catheter is missing. The two additional separations/slices were located approximately 3.9cm from the distal end of the juncture hub. The locations of these slices are consistent with the slices identified during visual inspection. Other remarks: a device history record (DHR) review was performed on the catheter and did not reveal any manufacturing related issues. The IFU for this product cautions the end user not to secure, staple, and/or suture directly to the outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. The IFU also warns users to not cut the catheter to alter catheter length unless procedure requires it. If the procedure requires the catheter to be trimmed or cut, the IFU provides techniques and guidelines to do so. The reported complaint of catheter separation was confirmed through visual inspection of the returned sample. The investigation found that there were two separations/slices on the catheter body and the catheter body was separated from its distal end. For both incidences, the catheter body appears to have been cut as there were no observed jagged edges or evidence of stretching. A DHR review was performed on the catheter with no evidence to suggest a manufacturing related cause. Therefore, based upon the type of damage observed, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges an issue with the double lumen PICC, which was broken off about 4 cm distal to the hub.

Manufacturer narrative:
(B)(4). Additional information requested, but not received at the time of this report. Lot# is unknown. Potential lot reported as: 13f16a0059.

Event description:
The customer alleges an issue with the double lumen PICC, which was broken off about 4 cm distal to the hub.